Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician was unable to seat the left ventricular (lv) lead in the header block of the cardiac resynchronization therapy defibrillator (crt-d). It was noted the set screw would not hold the pin of the lead in place despite retraction of screw and re-trying on several occasions. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.